Manufacturer narrative:
The device was not returned for evaluation as it was not explanted from the patient. A device history record (DHR) review was not required or performed as there was no allegation of device malfunction. Pre procedure tte echo images were submitted to edwards for review. The following observations and impressions were made by edwards medical staff: tte was provided from the pod 1 post-tavr tte. No imaging was available from tavr procedure depicting initial deployment of 1st sapien valve. There was moderate pvl near the ventricular septum based on short axis circumference. Impressions: limited imaging review demonstrating moderate pvl post sapien implant. No images of 1st sapien valve embolization in index procedure. Per the sapien valve instructions for use (IFU) and the thv training guide, valve malposition, embolization, and ai are known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. Thv positioned too ventricular is also one of the known reasons for embolization of the device. Physicians are extensively trained be edwards before they are qualified to use the sapien thv. Training includes device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. In this case, procedural factors (loss of pacer capture) likely caused or contributed to this event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Furthermore, a complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. On this basis, no corrective or preventive actions are required.

Event description:
As reported by the edwards clinical specialist, during the transfemoral transcatheter aortic valve replacement (tavr) procedure, the valve was positioned, 50/50. After approximately 3 screens of pacing, the patient's pressure dropped below 60 mmhg and the valve was able to be deployed. Just before the balloon was deflated, however, there was a loss of pacing capture and the valve was embolized into the aorta. The embolized valve was pulled back and secured just distal to the left subclavian ostium. A second 23 mm sapien valve was prepped and deployed under rapid pacing without incident, resulting in trivial paravalvular ai. The conduit was removed, the artery was closed, and the cutdown was closed without incident.